Event description:
It is reported that the patient received a dynesis system l3 - l5 in 2006 and had pain again some weeks ago. During revision surgery the surgeon has found 2 broken cords. Dynamic system was placed after an anterior fusin l5-s1. Graft was consolidated.

Manufacturer narrative:
The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explantation devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However there is no indication for a product failure. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, and amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).